Manufacturer narrative:
Physio-control continues to investigate the reported event.

Event description:
The device was used to administer defibrillator shocks to a pt in cardiac arrest. The customer complained that the device intermittently failed to deliver a shock when the shock switch was pressed. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.